Event description:
During a preventive maintenance, the company representative observed that the unit displayed an empty battery icon for a fully charged battery. In service diagnostics, the reading was 0.01 volts on battery or ac operation instead of the actual reading of 24.5 volts. No patient was involved.

Manufacturer narrative:
The company representative replaced the power supply, 0014-00-0033e02. The unit was tested to factory specification. It functoned normally and was returned to the customer. (B)(4)